Event description:
The customer alleged that she performed a control test and received a result of 275 mg/dl. The normal control range was 103-143 mg/dl. The customer declined to troubleshoot further and insisted her meter be replaced. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.